Event description:
I wear a dexcom g7 continuous glucose monitor for type 1 diabetes. The sensor didn't report a low blood sugar until it was 46. Due to it not reporting I was going low; I didn't get sugar in my body until it was too late. I had a seizure and my husband had to call 911. I spent a few hours in the emergency room until my blood sugar recovered. These dexcom sensors have caused tons of blood sugar issues for me. It seems that any sensors that were made in 2025 before september had issues. I had non-stop issues until I had them all replaced with newer sensors. Additional comments: blood sugar was checked by first responders.